Event description:
It was reported to the biomed that the device was not capturing. The biomed tested the device and it tested out fine. There was no patient involvement noted to the biomed and no incident report at account.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.